Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a sacroiliac and thoracolumbar procedure. It was reported that the passive planar ball tip probe became damaged during the procedure. The probe was not needed to complete the case. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome. It was noted that it was not known how the probe was damaged or what caused the damage.